Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. The patient said there was an air detected in cassette warning during fill 3 of 5. The patient found that there was a leak in the patient line at the stay safe connector. The patient was advised by technical services to cancel the treatment. In a follow up, a pd nurse verified that the patient did not have any harm, adverse event or intervention due to the fluid leak. The sample cycler set is not available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. The patient said there was an air detected in cassette warning during fill 3 of 5. The patient found that there was a leak in the patient line at the stay safe connector. The patient was advised by technical services to cancel the treatment. In a follow up, a pd nurse verified that the patient did not have any harm, adverse event or intervention due to the fluid leak. The sample cycler set is not available to be returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.